Event description:
During use, smoke came from the warmtouch unit and inside of blanket was discolored black with something like smoke dust. Burning smell filled the or room. The power cable which was used at the time of event was not genuine.

Manufacturer narrative:
The warmtouch 5200 pt warmer has been discontinued and is being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode. Return of this unit for investigation was requested. If the device is returned, and there is any significant new info a supplemental will be provided.